Event description:
While visiting the hospital for other routine service, spacelabs was informed that a pt had died and that the caregiver only saw pacer spikes on the display.

Manufacturer narrative:
While visiting the hospital for other routine service to spacelabs, field service engineer (fse) was informed that a pt had died in (B)(6) and that the nurse observed only the pacer flag being displayed on the monitor. Spacelabs was told that no pt incident was alleged nor was the pt monitoring device considered to have malfunctioned. The death occurred on (B)(6) and the equipment remained in service until (B)(6) during the fse's visit. The equipment was tested at the hospital by both the spacelabs fse and the hospital biomed. The device performed to specifications. A review of the pt full disclosure data clearly indicated that the monitor did alarm for this event. It is spacelab's policy to forward to the FDA, as medical device reports, all reports received of a death. We have concluded that no further action is required and consider this issue closed.